Manufacturer narrative:
An investigation was performed that determined the hole in the lens was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this event. The service engineer confirmed the reported issue and a replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.